Event description:
The "gas loss" alarm sounded from the system 95 pump. The doctor checked the iab but found no problem. The "gas loss" alarm sounded again and the doctor tried to remove the iab but was unable to. The iab was surgically removed. Blood was noted in the balloon. There were no further complications to the pt. The iab was not returned to co for eval. The iab was discarded by the facility.